Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were no lights on drawer 2.1 controller board. A field service engineer replaced the board and rebooted the device, after which the drawer was detected but could not be configured and showed as failed. The module control controller was then replaced, which resolved the issue after reconfiguration. The drawer appeared on the virtual map, except for the front row of 2.1. The affected pockets were removed manually, foil material was found under the pockets and cleared, and after another reboot, the row was restored to normal operation. Additionally, preventive maintenance was also completed, including general cleaning, cable inspection, and verification of scanner, keyboard, and touchscreen functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unit-2 had failed storage and could not be recovered despite multiple recovery attempts over the past two days. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.